Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and found that the thumb screw on the syringe pump was loose. The fse tightened the screw to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that ca control was failing bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.